Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented via remote transmission with dizziness and fatigue and shortness of breath during activity, auto mode switch episodes due to atrial lead noise were observed. The lead noise was caused by insulation degradation. The patient is stable and no interventions are planned at this time.